Event description:
It was reported that the patient had an artificial urinary sphincter pump was explanted and replaced due to the device would not remain deactivated, the lockout valve on the pump would not stay engaged. Further information was requested and not yet received.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams800 control pump was visually inspected and functionally tested. It performed within specifications. No leak was found. An overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter pump was explanted and replaced due to the device would not remain deactivated, the lockout valve on the pump would not stay engaged. Further information was requested and not yet received.